Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 3487a, lot# l55108, implanted: (B)(6) 1998, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported at the time of report the device was "not working" and the patient was waiting to have the battery replaced. It was noted the patient had the device off for "quite a while" due to having been sick. Additional information was requested, but was not available as of the date of this report.